Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified common iliac artery. A 10.0 x 40, 75cm, mustang balloon catheter was advanced for dilatation. However, during the first inflation, the balloon immediately ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.